Event description:
It was reported that during explant for high threshold, the doctor noticed the set screw was wedged into the header.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of set screw issue was confirmed in the lab. All set screws showed slight signs of damage and had silicone in their hex cavities. The cause of the set screw issue was the silicone found inside the set screw hex cavity, which prevented full insertion of the torque driver into the hex cavity.